Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus meter serial number (B)(4) when compared to the results from a laboratory using an unknown method. Patient 1 result from the meter was 3.4 inr. After 5-10 minutes, the result from the laboratory was 2.49 inr. The therapeutic range was 2.0-3.0 inr. Patient 2 on (B)(6) 2018, the result from the meter was 2.8 inr. After 5-10 minutes, the result from the laboratory was 5.38 inr. This patient was a (B)(6) male weighing (B)(6). The therapeutic range was 2.0-3.0 inr. There was no allegation on an adverse event. Relevant retention test strips (lot 304971) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. One vial of test strip lot 304971 and the coaguchek meter were received for investigation. The test strips and vial showed no defects and the meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample: control sample lot 327 477 00. Specified target range 3.2 ¿ 4.0 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned control lots were measured with retention strips (#304971-10) and with the customer meter. Control sample lot 338 516 00. Specified control range of manufacturer 1.9 ¿ 2.5 control sample lot 370 760 00. Specified control range of manufacturer 1.9 ¿ 2.5 all inr values were within the specified control ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material complied with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304971) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.